Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. The report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump turned off without alarming. They stated that the pump "spontaneously turned off". Mmdg made multiple attempts to follow up with the initial reporter, but these attempts were unsuccessful. ((B)(4)).